Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a cervical and thoracic system and this report involves the cervical system. It was reported the patient was no longer receiving effective stimulation. An x-ray was taken and confirmed lead migration. The patient underwent surgical intervention on (B)(6) 2018 where the lead was explanted and replaced.

Event description:
Follow up information identified the scs system was turned on and the patient is receiving effective stimulation.